Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer assisted the customer in recovering a non-responsive pocket. They rebooted the station, unloaded and released the cubie, and the drawer recovered successfully. The system functioned as intended after the field service engineer assessed the device. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.